Event description:
Caller reported a cgm error, specifically referencing error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and following this action, the cgm error code did not reappear. Consequently, the caller was able to successfully start their sensor session.